Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user and a caregiver contacted support stating the pump needed replacement after experiencing prior device restart alerts, and the user had discontinued pump use for about a week before calling; upon reactivation, no restart alerts were present in the alarm history, and support completed troubleshooting and education including starting a new g7 sensor, replacing the insulin cartridge, and inserting a new infusion set, addressing a previously noted consecutive stalled motor alarm. Symptoms included no reported injury or clinical adverse effects. Outcomes included successful restoration of therapy and continued use instructions. Investigation included technical support review of alarm history and guided component replacements. Investigation of this case revealed no active restart alerts upon review and successful operation after sensor and infusion set changes. It was concluded that the device functioned as expected after component replacement and user re-education, with no reportable injury.